Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vertical sleeve gastrectomy procedure, the reload would not fire. A new reload was opened to complete the case. No patient injury.